Event description:
The customer reported via phone call that the insulin pump could not complete the rewind prime process and alarmed off no power. The customer stated that she was in the process of an infusion set change when the insulin pump reverted to a blank screen while she pressed the esc button. She reported having difficulty reading the insulin pump status screen. She replaced the battery, pressed act and was prompted to rewind. The customer was able to change the set completely. The customer did not provide the blood glucose reading. When the customer checked the status screen, she had to press esc to get to the status screen, and when she pressed esc to return to the home screen, the display went blank. The customer stated that she was unable to stay on the phone call and requested to replace the insulin pump.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump passed the self test, displacement test, basic occlusion test and the rewind. No rewind anomaly was noted. The insulin pump was monitored and no display anomaly was noted. The insulin pump had no blank display while the escape button was pressed. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.